Event description:
It was reported that a small volume intermate was found to have floating white particles. The device was filled with tazocin. This was observed after compounding. The exact location of the particulate is unknown. There was no patient involvement. No additional information is available. 3 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection identified that there was white particles floating in the device. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.